Event description:
It was reported that a box of mobi-c pins contained a labeling error. A label on the outside of the box stated "12mm" in the description. However, the other labels stated "14mm" and the physical product were "14mm". These were found outside of surgery and had no reported patient impact.

Manufacturer narrative:
Additional information: d4 (expiration date, UDI number), e1 (middle name, address - line 2, state, telephone number), d10, g5 (PMA/510k number), h6 (methods codes), h9 the pins were returned for evaluation. There is a labeling error on the outside of the packaging. It was found that this lable was incorrectly printed at the ldr austin facility. A field action was conducted via 3004788213-03272019-001r and reported to the FDA.

Manufacturer narrative:
This medwatch is submitted to send the initial report . This device is manufactured by tsi (legal manufacturer). However, ldr-austin add a second label on the box (this second label is non compliant). From information provided, based on the product history records, the supplier investigation and the review of the case the root cause of this event is probably related to operator error during labelling process, if additional informations were received another report will be sent.

Event description:
Mobi-c p&f us: mislabeled mobi-c pins. From information provided by sales representative: two boxes of mobi-c were identified with mislabelling issue. The outside top of the box states 12 mm pins and the outside side of the box states 14mm pins. In addition the inside labelling indicate it contains 14mm pins. The pins actual length is 14 mm. This issue was found outside of surgery and no patient was involved . Investigation is in progress.